Event description:
It was reported that on (B)(6) 2019, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One xtr clip was implanted and the mr was reduced. On(B)(6) 2024, the patient returned with worsened grade 4+ mr. The clip remained stable on the leaflets. Per the physician the worsened mr was due to progression of the degenerative mitral valve disease. A second clip intervention was performed. It was noted that imaging was challenging due to the previous clip. The first mitraclip nt was place lateral to the xtr without incident. The second nt was placed medial to the xtr (30829r1115). After deployment, the second clip remained stable. One minute passed and the clip was detached from the posterior leaflet. An additional clip (xt) was placed between the xtr and the single leaflet device attachment (slda) nt. The mr was reduced to grade 2+. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from posterior leaflet, appears to be due to challenging visualization. The reported image resolution poor was due to the implanted clip obstructing the imaging window. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.